Event description:
It was reported that the pump battery was unresponsive. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.